Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developing a rash all over where the lifevest touches her skin. It was reported as hives and was itchy. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcinolone by a physician. Follow up indicated that the irritation is improving.